Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with that during use of the bd saf-t-intima¿ integrated safety catheter system there was leakage at tubing at y connect and tubing fell off. There was no report of injury or medical intervention.

Event description:
It was reported with that during use of the bd saf-t-intima¿ integrated safety catheter system there was leakage at tubing at y connect and tubing fell off. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: the batch record for lot#720034 was reviewed, no related abnormalities were found during the manufacturing process. The actual sample was provided by the customer for this complaint. The actual sample was evaluated and did show the reported failure mode in which confirmed this complaint. Visual observation of the device determined that the extension tubing was not inserted into the catheter adapter. The most likely root cause for this event is abnormally rigid extension tubing component being ineffectually rejected during the automated inspection process. On rare occasions and under the appropriate circumstances an overly rigid tubing can be inadvertently dropped into the acceptable bin rather tan being accurately rejected. Bd is currently conducting interval inspections of this process and investigating possible ways to optimize the performance of this zone.